Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 states that patient has endocarditis and they are considering changing lead system. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).